Event description:
Healthcare provider reported tissue expander removed and replaced with implant. Patient representative reported ¿anxiety, bia-alcl, infection, chronic pain, seroma, pain, rashes, itching, swelling, capsular contracture grade unknown, mental anguish and fear due to fear recurrence¿. Also reported "plaintiff suffers, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, apprehension, permanent scarring, financial loss, scarring, disfigurement, hospitalization, cancer treatments, disability, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering¿ not related to the device. Histopathological markers cd30+ and alk- have not been received. , this record is for the left side. The device has been explanted.

Manufacturer narrative:
Device was removed prior to the diagnosis and report of bia-alcl. No histopathological makers have been provided. Continued h.6 health effect clinical code: e180104. Continued h.6 health effect impact code: f2201 biopsy. Additional reporter: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, lymphoma-alcl-suspected, seroma, infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: placement of permanent implant.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 106479 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for tissue expanders for the period of (B)(6)2021 through (B)(6)2023, were noted two outliers in oct/2021 and dec/2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare provider reported tissue expander removed and replaced with implant. Patient representative reported ¿anxiety, bia-alcl, infection, chronic pain, seroma, pain, rashes, itching, swelling, capsular contracture grade unknown, mental anguish and fear due to fear recurrence¿. Also reported "plaintiff suffers, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, apprehension, permanent scarring, financial loss, scarring, disfigurement, hospitalization, cancer treatments, disability, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering¿ not related to the device. Histopathological markers cd30+ and alk- have not been received. This record is for the left side. The device has been explanted.